Event description:
A malfunction occurred on the pump, reported by the caller, showing malfunction code malf 12, identified as a momentary power loss to the vibrator motor. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.